Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 07/14/2017. The strip lot #d181114-2 was manufactured on 11/14/2018 and expired in 11/14/2020. Ok biotech received no complaints from same manufacturing batch of strips. Retain strips test. The control solution tests for level low were 60/59 mg/dl; for level high were 242/236 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 8:30 am at home. End-user stated that he checked his blood sugar with his prodigy meter and received a result of 587mg/dl. A normal result for that time of day is usually around 150mg/dl so he went to the hospital. The end-user takes the following insulin toujeo 50-55 units a day metformin 1000mg one tablet 2 times a day. He was not having any type of symptoms but due to the reading he was worried and went to (B)(6) medical center located at (B)(6). He did not consume any food or medication prior to going to the hospital. When he arrived at the hospital he stated that his blood sugar was lower than 200mg/dl, he is unsure of the actual number. End-user stated that he was given 2 pills but does not recall what they were or what they were for. He was at the hospital for 2 hours and discharged with a blood sugar under 200 mg/dl . He was told to follow up with his primary dr. No additional information was provided.